Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced loss of therapy due to right s3 lead migration. As a result, surgical intervention may take place in the future to address this issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
Additional information was obtained, revealing that the lead was replaced via surgical intervention on (B)(6) 2024.